Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.(B)(4).

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.